Event description:
The customer reported that the ventilator stopped ventilating while in use on patient.the customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
The v680 is an exported device and not available for commercial distribution in the united states. This is not reportable to FDA. Initial report sent in error.